Manufacturer narrative:
(B)(4). Batch # n53649. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported via additional information that the, ¿patient is having infection of anal pouch due to suturing, causing an open anal fistula.¿ can you please provide an update on treatment and current patient status?

Manufacturer narrative:
Product complaint # (B)(4). Batch # n53649. Device evaluation summary: the analysis results showed that the cr40g reload was received void of staples, the washer was noted to be completely cut, the drivers and knife were exposed. No functional test was performed due to the condition of the reload. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: it was reported via additional information that the, ¿patient is having infection of anal pouch due to suturing, causing an open anal fistula.¿ can you please provide an update on treatment and current patient status? Response: patient is still taking medical management treatment, improving the conditions.

Manufacturer narrative:
(B)(4). Batch # n53649. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Ans:- c.a. Rectum and poor anorectal function . Did the patient receive any preoperative chemotherapy or radiation? Ans:- no . Was the device used in one or multiple firings to complete the single rectum transection? Ans:- multiple firing . Was the device difficult to close? Ans:- yes , device difficult to close. Was the device clamped on tissue and then repositioned prior to firing? Ans :- the device clamped on tissue and fired . Was the device difficult to fire? Ans :- yes . Device was difficult to fire . Were any staples present? If so, please describe the staple form. Ans:- no other stapler were present . Were any other surgical methods considered prior to the decision to create a colostomy? Ans:- yes , lar is prior decision to create colostomy . What is the current patient status? Ans:- patient is having infection of anal pouch due to suturing , causing an open anal fistula.

Event description:
It was reported that during the surgery, when after firing of the stapler, rectal tissue was cut but not stapled. So colostomy procedure (hartmann procedure) done.